Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that a 2dlf image appeared cropped even though the scout scan taken at the same position appeared to show the entire desired field of view. Cc reported that there was a fraction of the image that was cut off on the 2dlf that was present on the scout image (2dlf cropped image). Troubleshooting, ts suggested performing gain calibration and ensuring that collimator was fully opened. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information received "scoliosis t5-l4 procedure involved. Issue occurred intra-operatively and no impact on patient outcome. There was no surgical delay".

Manufacturer narrative:
H3, h6: a software analysis was initiated. Not a software issue. Complaint data analysis found the event is due to a user workflow issue as per the complaint data, one of the new radiographic technicians at the site, with limited training, was moving the gantry in different positions after location 1 and 2 were set. Representative informed him to obtain his anterior posterior and lateral positions prior to setting location endpoints. This was confirmed with the site to resolve the issue. Software functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 ,version #: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.